Event description:
It was reported that caller did not see drops of insulin at end of tubing during fill tubing step. There was no reported impact to customer¿s blood glucose level. Reportedly, the customer would load a new cartridge to address the issue.